Event description:
It was reported that a device was used during a low anterior resection. When the device was fired, the staples wre malformed and it did not cut the tissue. Hand suture was used to suture the anastomosis without patient consequences.